Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off and on by itself could not be duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. As a precaution, ventec replaced the control board. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec by an authorized third party service provider (asp) that the device will unexpectedly power off and on by itself. There were no reports of patient involvement associated with the reported event.